Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pt transport between department, the low battery alarm occurred when the ventilator was jostled over a door threshold. Within 15 seconds, the ventilator powered off. The pt was ambu bagged until arrival at destination where the ventilator was plugged into the ac power. Reportedly, the ventilator then functioned normally.